Manufacturer narrative:
This report was originally submitted on 3/31/2017, in an incorrect format. This was initially discovered on 8/23/2017, and this is being re-submitted on 8/24/2017.

Event description:
Patient posted on an internet blog on (B)(6) 2017; they had a voice prosthesis that was aspirated. A physician was able to remove the voice prosthesis from the patient's lungs.